Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found; however, the visual inspection revealed damage to the grommets.

Event description:
It was reported during the implant procedure that there was oversensing and an increase in the vf counter was noticed. The device was removed from the pocket, the header visually checked, and placed back in the pocket with no sensing issue noticed. When the device header was irrigated oversensing was again noticed. A new device was used with no reported issue. No patient complications have been reported as a result of this event.